Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that pen ndl 29ga 12.7mm 100 bx 1200 USA was clogged and unable to deliver medication. The following information was provided by the initial reporter: it was reported by the consumer, the pen needle clogged. Verbatim: consumer reported finding the pen needle to clog the kwik pen during flow check and injection. Informed caller of proper non patient end placement. She claims to have spoken with someone in the past who helped her thru changing the needle with new pen needle and completed injection.